Manufacturer narrative:
Occupation: health professional. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a parotidectomy procedure, there was a complete seal but there were multiple bleeders thus cleaning of the jaws were being performed. There would be a signal of a complete seal but there was leakage for 4-7 times. End tones were heard but no regrasp alarm. They retrieved another exact device and the new one worked great. There was no patient injury.